Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump displayed the low reservoir alert but did not actually alarm. The issues has been having for months. The patient's last reported blood glucose value was 6.6 mmol/l. A self test was performed on the insulin pump: the device beeped but the device failed to vibrate. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump will be returned and replaced.